Manufacturer narrative:
Additional information: a voluntary medwatch was received from the patient's family member. The information submitted reported that during a transcatheter pulmonic valve replacement procedure, during the sapien 3 valve deployment, the commander delivery system balloon ruptured. The delivery system could not be pulled back into the sheath or withdrawn. An emergency femoral cut-down was performed to remove the devices. Several units of blood were required due to blood loss during the procedure. Post dilation of the valve was also required, prolonging the procedure. The procedural complications resulted in prolonged surgery, prolonged intubation and a prolonged stay from 1 day to 4 days in the cvicu. The patient was discharged with a wound vac and required an increase in follow-up wound care. The overall recovery time increased from a few days to more than a month.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a radial tear with no missing material. The distal balloon, nose tip and guidewire lumen ere observed to be separated from the y-connector. Evidence of adhesive was observed on the y-connector. Adhesive was also present at the proximal spring balloon attachment to the guidewire lumen. No relevant case imagery was provided for review. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. As reported by the cardiology specialist, 'I suspect there was some calcification within the conduit which instigate the rupture'. Additionally, as reported, the patient had 'a recent procedure that experienced multiple balloon ruptures in the same area'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported distal tip separation. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04727. An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 3, a correction to field g4 was submitted in the supplemental report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the deployment of a sapien 3 valve in a pulmonic conduit, the commander delivery system balloon ruptured. As reported, during a pulmonic valve replacement procedure, near full inflation of the valve, the delivery system balloon ruptured. The valve placement was good, and the valve was stable. Difficulties were encountered during the removal of the delivery system back into the sheath. During the manipulation of the delivery system, the 'inner core' of the delivery system tore and the nose cone separated. An attempt was made to remove the delivery system, nose cone and sheath as a unit, however, the nose cone remained in the patient. A femoral cutdown was performed and the nose cone was removed. Following device removal, it was noted that the balloon was torn circumferentially. Sheath damage, tears on the expandable portion, was also reported. Once the delivery system and sheath were removed, a non-edwards balloon catheter was used to post dilate the valve to full expansion. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The cause of the balloon burst was not provided, however, it was reported that the patient had another recent procedure and multiple balloon ruptures occurred in the same area.